Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a breakage or fractured. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a breakage or fractured. The location of the fractured was between the clavicle and first rib and the suspected cause was due to clavicular crush. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that this right ventricular (rv) lead had exhibited noise and low out of range pacing impedances that triggered a lead safety switch (lss). A fluoroscopy was done, and the images confirmed fracture due clavicle crush. The physician performed the lead revision, surgically abandoned and replaced this rv lead with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.